Event description:
It was reported that following pump implant on (B)(6) 2012 patient experienced an infection; thoroco-lumbar incision opened then later dehisced. Cultures were negative, patient did not have meningitis. The date of last refill was unknown. Patient symptoms included redness, drainage, and incisional wound opening. It was also added that on (B)(6) 2012, the patient had a replacement of the intrathecal catheter along with the closure of the operative site. Patient outcome was noted as resolved. The last patient visit was (B)(6) 2012 and incision had healed. Drug delivered via the device was compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2012 explanted: unk. (B)(4).